Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of bacterial peritonitis. The peritonitis was manifested by cloudy effluent. The break in aseptic technique was further described as the patient left a fan on during dialysis treatment. The patient was hospitalized for the event and treated with intraperitoneal cefepime daily (dose not reported). It was not reported if the patient was retrained on proper aseptic technique. After eight days of hospitalization, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.